Manufacturer narrative:
Corrected data: (date of event) corrected from (B)(6) 2017 to (B)(6) 2017. (B)(4).

Event description:
Clinical follow-up was requested and on 07/07/2017, the surgeon provided the following additional details. The stent is twisted and remains implanted by one retention arch. Due to uncontrolled intraocular pressure (iop), medical treatment was initiated. Currently the patient is on medication and iop is controlled.

Manufacturer narrative:
Exact date of implant is unknown. The year is known to be 2015. The device remains implanted in the patient and is not available for evaluation. Device identifiers were not available. Iop elevation and stent dislocation are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA on 04/13/2017.

Event description:
The surgeon reported that a patient presented approximately two years after istent implantation (completed by another surgeon) with a dislodged stent. One or two retention arches remained implanted. The patient was otherwise doing well. The surgeon conferred with the glaukos medical monitor on (B)(6) 2017 who reported that the patient¿s iop was also elevated, and the patient was started on a drop at the last visit. The glaukos medical monitor and the surgeon discussed different treatment options including rechecking the patient¿s iop at the next visit and repeating the gonioscopy. If the stent position changes or there is evidence of inflammation or hyphema, the surgeon could consider taking the stent out or repositioning it. This could also be considered if the iop elevation persists. If all remains stable, they discussed monitoring the stent in its current position. Additional information has been requested.